Event description:
Six and a half weeks after my caesarean, I had the essure procedure. The procedure itself was painful but that I thought was to be expected. For a week or so afterwards, the pain was excruciating. It gradually lessened but the pain has never yet gone away. I had the procedure on (B)(6) 2013. I feel constant pain on my insides. The pain is in my tubes and surrounding area. It is all day, every day. I also have daily headaches which I'm sure is my body's stress reaction to the pain. Sometimes I have bursts of pain that feel like my tubes and ovaries are being stretched and pulled and cut. I leak daily a clearish liquid that I think is due to tubal infection. I feel like my heart is misfiring which scares me a great deal. I have also been unable to lose a single pound since essure. Other side effects are decreased sex drive, chronic lower back pain and abdominal swelling.